Manufacturer narrative:
The reported ventilator was investigated on-site by our field service engineer (fse). The fse found traces of liquid contamination inside the filter's chamber of the air gas module. The device was repaired by replacing the air gas module. The device was delivered to the user in working condition. The reported failure could be confirmed in the received photo. Device's logs were not provided for further analysis. The air gas module regulate the inspiratory gas flow and gas mixture. The mold/deposition/liquid contamination in the air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The conclusion is that the device did not fail to meet its specification. Based on technician statement, water entered the air gas module from the connected compressor mini (which is being process in record ot 1161106 os 691803). The cause of the issue was related to malfunctioning compressor mini. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test with message 'system volume too large' during pre-use check. Moreover, air gas module was contaminated with water. There was no patient harm. Manufacturer's ref.#: 1161100.